Event description:
A medtronic representative reported that, while in an oblique lumbar interbody fusion (olif) spine procedure, the surgeon alleged an inaccuracy. The clamp was put in on the l1 spinous process for the surgery, and one of the l5 screws was incorrectly positioned in relation to what appeared on navigation. No specific measurement of inaccuracy was provided. It was alleged that the incorrect placement of the screw caused the patient a foot drop. Later the same day, the screw was repositioned. Only pedicle screws were navigated. The tracker was used with the navigation system on the right side; a spinous process clamp was used on l1 with navigation system at the head of the bed. The surgeon discontinued use of the imaging system and completed the procedure with the use of the navigation system.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the patient had the revision to correct placement of the l5 screw on the same afternoon, performed by the same surgeon at the same hospital. The surgeon stated that the patient has improved since the revision. O-arm trackers tested accuracy under 1 millimeter. Further follow-up details from the medtronic representative: the clamp was on l1 for the entire procedure and the surgeon checked accuracy before placing the screws. The surgeon deemed being accurate between navigation, tactile and visual. Not known how often the surgeon checked accuracy or if the surgeon worked up or down the spine. It is not known if the frame was moved during the procedure. Surgeon was aware of medtronic navigation instructions regarding advised placement of frame to anatomy but chooses to use in a contrary way. Post-op spin was not taken as the procedure ran five hours past scheduled time. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient information provided. The software investigation found that the reported event was unrelated to a software issue. The system archive loaded normally on a test navigation system a was fully functional. Per the IFU that accompanies the device, the reference frame must be rigidly mounted with respect to the anatomy intended for navigation. Per the reported event, the surgeon chose to place the reference frame 5 spine levels away from the surgical site. The most likely cause was that the anatomy moved in relation to the reference frame. As previously reported the surgeon was educated of the risks of navigating this far away from the reference frame. The software functioned as designed.